Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced drain complications, and was diagnosed with peritonitis. During follow up, the peritoneal dialysis nurse reported peritoneal effluent fluid cultures were collected and were positive for staphylococcus hemolyticus. The cause of the peritonitis was reported as a breach in aseptic technique, due to the patient not wearing a mask while manually draining. The patient was treated outpatient with vancomycin; however the dosage, route, frequency and duration is unknown. Reportedly the patient is recovering and continues with pd therapy without issue.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis warranting antibiotic therapy. Causality for the event was attributed to a breach in aseptic technique, caused by the patient not wearing a mask during a manual drain. Based on the information available, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event(s). Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). It is known patients undergoing peritoneal dialysis are high risk for infections of the peritoneum .